Manufacturer narrative:
H6: the device was returned to the durable medical equipment (dme) provider that owns the device. The dme's biomedical department advised ventec that there was no evidence of an unexpected alarm in the device alarm history. No further information was provided. The device was not returned to ventec for evaluation. The cause of the issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the screen was "fluttering" the power button was flashing red and was displaying a "high screeching critical alarm". In this condition, the device may have been inoperable. Ventec made multiple attempts to contact the initial reporter in order to obtain clarification about the reported issue, but no response was received. There were no reports of patient involvement associated with the reported issue.